Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 2.8x19 mm graftmaster shaft was noted to be bent before use. There was no device use or patient involvement. Another same size device was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that the hypotube was separated. The account was not aware of the separation. No additional information was provided.